Event description:
It was reported that after lunch the user¿s blood glucose decreased to 40 mg/dl, and the user made a meal announcement while below 70 mg/dl; the user ingested four oral glucose tablets and was later at 65 mg/dl, and education was provided on not making meal announcements when below 70 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial